Event description:
Report rec'd from (B)(6), stating that the "cutting bur cannot be inserted in to the b-orange 90. The bottom of the cutting bur is thicker comparing it to other b-orange-1 devices." It sis unknown if injuries or medical intervention occurred. The date of event is unknown. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition "cutting bur cannot be inserted into the b-orange 90. The bottom of the cutting bur is thicker comparing it to other b-orange-1 devices" could be confirmed. During service, it was determined that the returned device had a shaft diameter that was measure and determined to be out of specification. If add'l info becomes available, a supplemental report will be submitted. (B)(4).